Event description:
In 2009, a gore excluder aortic extender was implanted in the patient to address a type I endoleak. After the aortic extender was implanted, the physician chose to also implant a palmaz stent inside the aortic extender. The physician used a 30cm cook sheath, and gained access through the superficial femoral artery (sfa). The sheath did not reach the level of the aortic extender, therefore, the palmaz stent was advanced outside the sheath and caught on the aortic extender and push it proximally, unintentionally covering the renal arteries. The physician was able to manipulate the aortic extender and stent the renals to restore profusion. The patient is reportedly doing fine.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.